Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in regarding lost sensor errors and reported experiencing low blood glucose of 28 mg/dl. The customer treated with food. Customer stated he was aware of why blood glucose was low and did not wish to troubleshoot for that. During troubleshooting, it was found the sensor cannula was missing. It was advised to change the sensor. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent to top of sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.